Manufacturer narrative:
(B)(4). The lot# has been corrected to 73j1900611 from the sales history. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j1900611 was manufactured on 09/24/2019 a total of (B)(4) pieces. Lot was released on 10/02/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One clip half was also returned loose. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two intact clips and one clip half. The clip half was a pierced boss side and was broken in half at the hinge. The loose clip half was the hook half and it was also broken in half at the hinge. The loose clip half appeared used as there was biological material observed on the sample. Functional inspection was performed on the two intact clips that were returned in the cartridge. A lab inventory clip applier was used to test the clips. The first clip was able to properly load into the clip applier. The clip was fired onto over-stressed surgical tubing and it was successfully able to fire and release onto the tubing. This process was repeated for the second clip with the same result. No defects or anomalies were observed with the two intact clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip halves were both broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with two intact clips and one broken clip half. The clip half was a pierced boss side and was broken in half at the hinge. A loose clip half was also returned. The loose clip half was a hook side and was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the fourth clip got broken when the user loaded it to the applier during a laparoscopic gastrectomy. Therefore, a new cartridge was opened to complete the operation.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the fourth clip got broken when the user loaded it to the applier during a laparoscopic gastrectomy. Therefore, a new cartridge was opened to complete the operation.